Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a de bakey adtec monopolar intestinal forceps. It was reported that the insert was broken during the operation. Nurses were worried about any missing parts left in the patient abdomen. A photo was provided (analysis to be confirmed). The fragment potentially remained in situ. Additional information was provided on 10/17/2019: the user was not sure whether any broken part was left inside the patient so they did not do x-ray checking. Surgeon used the forcep to clamp the colon. It caused a little bit of surgery delay. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: failure description - the instrument is not available for investigation. Only photos are available from the customer archived in "documents" in sap. Investigation - only photos are available from the customer archived in "documents" in sap. Here we found a presumably deformed or visible damaged pin. We also detected a presumably visible damaged joint arm pl100209. Regarding the provided photos, it is not possible to make further statements. Batch history review - the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause - no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale - according to the quality standard a material defect and production error can be excluded. Without the product we can not determine the exact cause. There is the possibility for an usage error due to improper handling or mechanical overload situation. This could led to the presumably deformed or visible damaged pin and the pin could led to the presumably visible damaged joint arm. If further investigations are required, the product should be provided for examination. Corrective action - according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.